Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, biotronik lead.

Event description:
It was reported that the patient is deceased. A cause of death of sepsis was provided. The patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.